Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid, lower abdomen and flanks on (B)(6) 2023 using the elite curve 120 and curve 150 applicators and may have developed paradoxical hyperplasia (ph) and a hernia after treatment. According to the provider, no hernia was present in the area before treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen with elite curve 120, flanks with curve 150, upper abdomen with flat 125 and flat 165 on (B)(6) 2023 may have developed paradoxical hyperplasia (ph) and a was also reported hernia after treatment. According to the provider, no hernia was present in the area before treatment.